Manufacturer narrative:
The ca2 reagent lot number was 882078 with an expiration date of 31-aug-2026. Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) found leaky cell rinse tubes; the tubes were repaired, and the module was operating within specification. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter questioned low results for an unspecified number of patient samples tested for calcium gen.2 (ca2) on a cobas 8000 c702 module. An example of discrepant results was provided for 1 patient sample. The initial result was 4 mg/dl. The repeat result on a different module was 8 mg/dl. The repeat result was believed to be correct based on the patient¿s history.